Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. If the controller is only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
It was reported that there were three controller power ups seen in the log files. The patient presented to the site and upon inspection it was noted that the controller had a loose power port. A controller power up could not be reproduced. The controller was exchanged with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
Updated conclusion: the controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. Log file analysis revealed that the controller contained the smr software. One controller power up was logged on 04/20/2017. The data point prior to the controller power up revealed that (B)(4) was connected to power port 1 with 97% relative sate of charge (rsoc) and a battery with serial ID "0" was connected to power port 2 with 32% rsoc. After the loss of power, a battery with serial ID "0" was connected to power port 1 and (B)(4) was connected to power port 2 with 202% rsoc and 203% rsoc respectively. This indicates that the batteries were disconnected and reconnected after the controller power up event, likely related to patient's effort to recover power. Based on the available information, the most likely root cause of the loss of power can be attributed to a double disconnection, given that one power source connected prior to the loss of power was replaced. A communication error most likely unintentionally sealed a battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as "0¿. The sealed state does not impact normal operation. This is an additional observation not related to the reported event. Additionally, three controller power up events with no motor start events were logged on 04/27/2017 along with a vad disconnect alarm, indicating that the driveline was physically disconnected from the controller. This finding likely occurred after the controller exchange. Based on the available information, the most likely root cause of the loss of power can be attributed to a double disconnection, given that one power source connected prior to the loss of power was replaced. The manufacturer initiated an investigation to capture events involving the controller losing power. Based on an investigation conducted, the most likely root cause of the reported loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported events of loss of power and loose power port. The controller, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector.  The manufacturer has an open internal investigation to evaluate the anomalies of loose connectors. One controller power up was logged on (B)(6) 2017. The data point prior to the controller power up revealed that (B)(4) was connected to power port 1 with 97% relative sate of charge (rsoc) and a battery with serial ID "0" was connected to power port 2 with 32% rsoc. After the loss of power, a battery with serial ID "0" was connected to power port 1 and (B)(4) was connected to power port 2 with 202% rsoc and 203% rsoc respectively. This indicates that the batteries experienced a temporary disconnection from the controller in the previous 15 minute interval; the observed temporary disconnections may indicate that there was a disconnection and reconnection of the same power source or a that a momentary disconnection between the controller and batteries had occurred. A communication error prior to the smr upgrade most likely unintentionally sealed a battery. As a result, the controller is unable to obtain a serial number when communicating to the battery, causing the serial ID to be logged as "0". The sealed state does not impact normal operation. This is an additional observation not related to the reported event and likely due to a communication error between the controller and the battery. The manufacturer has opened an internal investigation to evaluate communication errors between controller and battery. Additionally, three controller power up events with no motor start were logged on (B)(6) 2017 along with a vad disconnect alarm, indicating that the driveline was physically disconnected from the controller. The controller contained the smr software. Based on the available information, the most likely root cause of the loss of power can be attributed to a double disconnection, given that one power source connected prior to the loss of power was replaced. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.